Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the actuating button of the table control module (tcm) was defective. On site, this meant that the brake of the patient table could no longer be unlocked, and no table movement could be triggered. The c-arm was not affected by this effect and all remaining functions, such as rotation or radiation of the system, remained intact. The error led to a service intervention on site and the replacement of the tcm achieved the desired success, and the system was fully functional again. Subsequent investigation could not clarify how the defect of the mentioned component was caused. The spare parts consumption was checked and a possible general fault which would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During an interventional procedure, the user reported that the sleeper bunk horizontal brake release failed. The procedure was continued, and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.